Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation summary: the visual inspection found no defects. The bravo2 recorder physical examination in compliance lab: calibration by capsule simulator and transmission test were successfully, performed test study for 24 hours and download the study data successfully. Recorder physical examination conclusion is that recorder function properly without any problems. The reported problem was not confirmed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a short study. The study only lasted 1 hour. The physician placed the capsule and the nurse set up the receiver for the procedure. The capsule was calibrated without any difficulty noted. The receiver was powered on and confirmed that it was set to a 48 hour study. The physician confirmed that was bravo was placed in the esophagus. There was no patient harm in relation to the short study. The patient returned for another procedure and reported no complaints related to the procedure at that time.